Event description:
It was reported that the physician suspected that the lead was fractured; the lead exhibited high impedance and increased thresholds. The patient experienced diaphragmatic stimulation. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).